Event description:
User reported 4 false positive results. No information regarding additional tests. This is report 1 of 4.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(4) (3014862188-2021-01906,1905,1774: test 2,3,4 of 4).

Event description:
User reported 4 false positive results. No information regarding additional tests. This is report 1 of 4.